Event description:
This 52-yr-old female in for removal bilaterally of silicone implants and replacement with saline. Pt also required a partial capsulectomy for yellowish thickened material noted on posterior aspect of implants bilaterally. Pt had a sonogram prior to procedure with fluid suspected outside of implant. No obvious leakage noted of implants. The physician did observe 3-4 cc of clear, thin fluid surrounding implant although the implant was observed to be intact.